Event description:
It was reported that cgm displayed error message while customer was using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, and after reset error message did not appear again, with no additional actions reported.